Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6)2023, where the patients leads were explanted and replaced with a paddle lead. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01532. It was reported the patients leads have migrated into the ipg pocket causing uncomfortable stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.